Event description:
Reference number (B)(4) event occurred in the united states, it was reported that the patient experienced a diabetes-related issue that led to hospitalization, including ICU admission, around (B)(6) 2022. Their blood glucose level had exceeded 500 mg/dl, likely due to a kinked cannula in their insulin pump. The patient had been using insulin and had been using their pump supplies for 3-4 days. To address the high blood glucose, the patient had attempted correction boluses via the pump and multiple daily injections. Upon hospitalization, they received IV fluids with saline and insulin. The pump was found to be functioning correctly during a system check. The patient was discharged between (B)(6) to (B)(6) 2022, with no permanent damage identified by healthcare providers. The issue was resolved through treatment, and the patient's release from the hospital indicated recovery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.